Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 july 2024, a 25mm navitor vision valve (sn (B)(6)) was chosen for implant using a flexnav delivery system (lot 10285010) during a transcatheter aortic valve implantation. The native aortic annulus was area of 396mm^2 and perimeter of 72.5mm. The root angle was 54 degrees. During the procedure, a pre-implant balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. The flexnav delivery system was inserted, and when bringing the delivery system from the top of the arch to the ascending aorta, there were sliding movements. The ascending aorta had heavy tortuosity. The valve was expanded slightly deeper than the 5mm marker. Control pacing was carried out. During further deployment, the valve migrated out towards the ascending aorta. The lower end of the valve rose to slightly below the sinotubular junction (stj). The valve was attempted to be recaptured, but the deployment wheel was unable to turn before the nose cone touched the valve capsule. The micro adjustment wheel was used to advance the nose cone, but the valve capsule became flared, so the valve could not cross. The stiff wire came near the lesser curvature side of the aorta, so it interfered with the valve capsule, and the valve capsule became flared. The navitor valve was replaced with another 25mm navitor vision valve (sn (B)(6)), and the delivery system was replaced with another flexnav delivery system (lot 10033540). There were no issues loading the valve, which was loaded by the physician. The valve was inserted, attempted to expand, but at 80% expansion, the valve migrated out to the direction of the ascending aorta. Recapture of the valve was attempted, but the valve capsule became flared again and could not be cross the aortic valve. The distlan end of the delivery system was pulled into the ascending aorta, and the micro adjustment wheel was used to close the gap. The system was removed. The decision was made to change to a 26mm non-abbott transcatheter valve. The procedure was completed without any further issues. There were no adverse patient effects reported.

Manufacturer narrative:
An event of positioning problem, material deformation and retraction problem were reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the micro adjustment wheel was used to advance the nose cone, but the valve capsule became flared, so the valve could not cross. Stiff wire came near the lesser curvature side of the aorta, so it interfered with the valve capsule, and the valve capsule became flared. It was also indicated that ascending aorta had heavy tortuosity which may have contributed to the reported event of positioning problem and retraction problem but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported events could not be determined. It is possible due to procedural condition (kinked on the device or tension on the device) contributes to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From medical review: several still fluoroscopic images from the procedure were provided. The images showed that the proximal end of the nosecone was not able to be recaptured into the sheath as the flared tip of the capsule was interfering. It appears from the images that the delivery system is curving with the anatomy, which likely contributed to the interference between the nosecone and the capsule flare, as some flaring is expected with normal use. The procedure description notes that the ascending aorta was tortuous; this likely contributed to the resheath issues in this case. When resheath issues occur, it is generally recommended by abbott to pull the delivery system into the descending aorta to complete the recapture, as this eliminates the tortuosity of the aortic arch. This is a troubleshooting technique that may have helped in this case.